Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. The instrument retract knobs were advanced to the 45 mark. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife extended to the distal end. The instrument retract knobs were retracted fully and the reload jaws opened. The reload was unloaded from the instrument without difficulty. Further visual evaluation of the reload noted that the anvil clamping mechanism was deformed and the staple pushers were observed to be flush with the cartridge surface. Additionally, the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver wedge resection, when the surgeon was firing the last reload, it fired but it would not open and the nurse could not remove it from the handle. The jaws of the device locked on the tissue. The surgeon had to use a scalpel to transect the lung tissue off the reload.